Event description:
Additional information received on 01apr2021: the reported device, which was implanted on (B)(6) 2021 with a jugular approach. However, the patient complained of abdominal pain. On (B)(6) 2021 imaging and angiography results showed blood leaking from the lumbar artery. The patient was treated with emergency coil embolization for lumbar artery. This issue was reported to cook. (B)(4). Patient outcome: additional information received on 31mar2021: the patient is recovering and in stable condition, and the angiography results showed that the hematoma disappeared and the doctor of radiology confirmed that the filter did not perforate the ivc. Regarding removal of the filter, there is no plan to remove the filter at this time since the hematoma disappeared and it is unlikely that the filter would do anything bad.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: after placement of a tulip filter the patient complained of abdominal pain and physician thought the filter had injured the lumbar artery, as angiography showed blood leaking from lumbar artery. The patient was treated with emergency coil and the hematoma disappeared, according to a doctor likely because ¿the filter had just moved back into the position¿. No plan to remove the filter, since unlikely that it would do anything bad. No imaging could be obtained and based on the information provided it would be inappropriate to speculate at what may or may not have caused the hematoma and if it had any relation to the tulip filter. It is noted that according to the physician the filter leg appeared to be outside the vein and is thought to have injured the lumbar artery, but also that according to doctor of radiology the filter did not perforate the ivc. However, filter perforation may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the reported device, which was implanted on (B)(6) 2021 with a jugular approach a week ago, is believed to have damaged one of the lumbar arteries. The patient was treated with coil embolization for lumbar artery. Patient outcome: no adverse effects was reported on the patient due to this occurrence.